Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Adnexectomy procedure for carcinoma - " this is a complaint from the market. (B)(4). Please refer to the complaint sheet for investigation." "Septum damaged" "report from the sales rep. During an intraperitoneal irrigation, the customer noted a black material inside abdominal cavity. The material was removed and the surgery was successfully completed. The inspection after the surgery confirmed that the material came from the valve fragment. No patient injury and less bleeding. Adnexectomy procedure for carcinoma was performed. The customer mentioned that it was possible that insertion or removal of some instruments such as a gauze caused the incident. The cer check list is unavailable. Initial investigation report. One(1) fragment of the septum, one fragment(1) of the ddb, one(1) cff73 were returned to us and visually inspected. The ddb was cut for the inspection by the facility. The septum was found to be fragmented. The returned septum fragment size was approx. 8.0 mm x 6.5 mm. The returned fragment matched the missing location on the septum in shape. The unit will be returned to amr for further evaluation. (B)(4)." Patient status - "no patient injury."

Manufacturer narrative:
The event unit was returned to applied medical for evaluation with two rubber fragments. Upon visual inspection, engineering noted that both the internal rubber components of the seal, the septum and the duckbill have fragmented. The duckbill was intentionally cut the complainant for inspection. One of the fragment returned completed the septum when reassembled. The likely root cause of the damage to the seal is an instrument. Applied medical's instructions for use states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Additional information received via email from the distributor on 23-jul-2017. Type of procedure was adnexectomy. Operation time was approximately 1-3 hours. Main usage for the event device was as a 2nd port. 5mm ltf, harmonic ace, grasper, dissector, scissors, needle driver were used concomitant to the event device. The damage was found after the procedure. After the event was discovered the surgeon removed all damaged parts. Intraperitoneal irrigation was performed during the case.